Manufacturer narrative:
E1: (B)(6) this MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the reported issue (blurry image) was confirmed. It was observed that the lens was displaced and the image had shadow. In addition, service found that the outer tube was skewed and there were press marks on the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reportable malfunction (missing eyepiece cup) occurred due to excessive force. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image was blurry and the eyepiece cup was damaged. The reported issue was observed while preparing the subject device, prior to an electrosurgical resection procedure. The intended procedure was completed using the same device without a delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the eyepiece cup was missing. This report is being submitted for the malfunction found during device evaluation (missing eyepiece cup).